Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer has reported they ¿encountered difficulties¿ in three (3) cases. This investigation will serve for the (3rd) third case reported. They reported ¿no aspiration and no irrigation.¿ immediately, the staff changed the cassette and tubing before any complications arose. Additional related information was requested but none has been provided to date. The operator¿s manual includes instructions for proper set up for the phaco handpiece: hold handpiece with tip pointed down into test chamber and activate fill on the setup screen. While observing stream of fluid from irrigation and aspiration ports, fill test chamber completely and slide it over end of handpiece. Ensure no air bubbles are present in test chamber. Press handpiece into instrument tray pouch with tip pointed up, and secure irrigation/aspiration lines to clips on top of tray. Ensure tubing is not kinked. The operator¿s manual also includes the warning: if stream of fluid is weak or absent, good fluidics response will be jeopardized. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Use of appropriate technique and settings is important to minimize fragments and turbulence. If stream of fluid is weak or absent, good fluidics response will be jeopardized. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. There was also no specific images or evidence provided to ascertain causality and confirm this reported event. The root cause of the customer's complaint could not be conclusively determined as a sample was not received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery, ophthalmic console exhibited no aspiration and irrigation during the phaco mode. There was no patient harm.